Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the insolent IV bag had over infused on a patient. The nurse disconnected the units and brought them to the facility's biomed department. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was not confirmed. The reported event description does not match what was observed in the pcu event log, which suggests that either the reported date/time were incorrect or the event occurred on a different system. Efforts to contact the customer and verify the event were unsuccessful. No anomalies were observed with the returned device. The pcu event log shows that the pump module was programmed at 8:06 pm on 14 march 2018 to infuse clindamycin 900mg/500ml at a rate of 100ml/hr over 30 minutes with a vtbi of 50ml. Between 8:07 pm and 8:09 pm, the device alarmed 7 times for air in line. After each alarm the device was restarted. Ten seconds later, the device alarmed for air in line again, then alarmed for check IV set, and the user channeled the device off, shutting down and powering off the system. The volume recorded as being infused during this period was 2.083ml. Functional testing found the pump module to be delivering fluid slightly out of specification on the high side. After calibration, the device was observed to deliver fluid within specification. The root cause of the customer¿s experience of an overinfusion was not identified.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that at 1943 the rn stated a100ml infusion of insulin (0.1 units/kg/hr = 7 units/hr titrated by blood glucose level) for a patient with a blood glucose of 733. The rn returned 7 minutes later and noted the bag of insulin was empty. Infusing on another pump, was an infusion of d5 1/2 ns with potassium and programmed to infuse at 250ml/hr. The patient was given his meal tray and to monitor his blood glucose every 15 minutes following this event. The nurse disconnected the units and brought them to the facility's biomed department. At 2035 an additional cmp was ordered and sent to the lab. The patient was upgraded to the ICU department as a result of this event. There was no report of lasting harm.